Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and updated the hardware for the backlight inverter printed circuit boards (pcbs). The ventilator passed all testing and operates within the manufacturing specifications. This report was filed on time, however did not process. Resubmission has been done at the direction of the FDA.

Event description:
It was reported that, the ventilator's display became erratic. There was no patient involvement.